Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced failed battery test, weak battery, battery out limit and damage on the insulin pump. The customer's blood glucose value was 172 mg/dl. The customer reported cracks around the battery compartment and below where the medtronic bubble sticker is discolored. The customer stated that she changed the battery three times and it alarmed her that the battery is out. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out limit, failed battery test, weak battery and bat battery alarms noted. All operating currents are within specification. Device received with cracked reservoir tube lip, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and minor scratched display window.